Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03171, 0001822565-2019-03173, 0001822565-2019-03174.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision approximately 33 years later on an unknown date for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with x-rays provided. X-ray review confirms that there is eccentric superolateral position of the prosthetic femoral head within the cup reflecting advanced liner wear. There is a fractured screw within the acetabulum. There is abnormal lucency along the acetabular component and at the greater and lesser trochanter/calcar reflecting osteolysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.